Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the patient's infusion set tubing was kinked. The blood glucose level of the patient was 316 mg/dl. No further information was available.